Event description:
The customer contact reported the pt rec'd less medication than intended. On an unspecified date and time, the device was programmed to deliver tpn (total parenteral nutrition), with a vtbi (volume to be infused) of 2500ml, for a duration of 12 hours, with a rate of 208ml/hr and the delivery was started. No further reprogramming parameters were provided. On an unspecified date and time, it was reported that the device delivered less than intended; however, no specific details were provided. The homecare, pt reported the "set where the spike goes into the bag was folding." Reportedly the pt taped the tubing set and therapy was resumed using the same device. The customer contact reported the remaining tpn was delivered. The customer contact reported, the physician was not notified. No medica interventions were provided. The customer contact stated there was no change in the pt status. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was not identified by serial number; therefore, it will not be returned for investigation. (B) (4)